Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-132- meter not coded. (B)(4). Customer didn't code the meter properly.

Event description:
Consumer reported complaint for erratic and high blood glucose results. (B)(6) (wife) is calling on behalf of the customer. The customer is concerned with results obtained of 103 and 338mg/dl. The expected fasting blood glucose test result range is 150 to 275mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 191 and 243mg/dl using true track meter. The test strip lot manufacturer's expiration date is 02/16/2020 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly). Result 1 :302mg/dl date: (B)(6) 2016 time:1012pm fasting, result 2 :115mg/dl date: (B)(6) 2016 time:5:14pm fasting, result 3 :245mg/dl date: (B)(6) 2016 time:946pm fasting, result 4 :103mg/dl date: (B)(6) 2016 time:1059am fasting, result 5 :338mg/dl date: (B)(6) 2016 time:1057am fasting. Customer calling states that the meter is not working. Customer states that he would run a blood test and get erratic results. Customer would run a blood test back to back and get different results. Customer normal glucose range is 150-275mg/dl fasting. Customer states that he test 4-6 times a day taking insulin. Customer meter is not coded properly and the time and date is not set correctly.